Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the lock system was operating correctly by pressing the "press" button. It was determined that the source of the issue was due to the ¿sci¿, motor, joints, rolling bearings and the air plug. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the motor power was too low on the compact air drive device. It was further determined that there was lack of power and the nose had slipped. It was noted on the service order that the trigger was jammed and the gun became blocked when the saw system was removed after use. It was further determined that strong force needed to be applied to unblock the saw system. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.